Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to aortic insufficiency. The tavr was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad and hld.

Event description:
It was learned that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to degeneration, mild to moderate aortic stenosis, and severe aortic regurgitation. The patient presented with heart failure. The tavr was performed with a 23mm 9750tfx transcatheter valve without complication. The patient is stable.